Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, initial follow-up CT confirmed type ii endoleak originating from the inferior mesenteric artery. The aneurysm diameter was 50 mm. On an unknown date, the enlargement of the aneurysm was confirmed at each follow-up. On an unknown date, a distal type I endoleak of the left limb was observed. On CT just before the reintervention, the aneurysm diameter was 58 mm. On (B)(6) 2021, the patient underwent reintervention. The left internal iliac artery was embolized and additional stent grafts were deployed to the external iliac artery. The physician stated as follows; it can't be helped because the ima was not embolized at the time of the initial evar. The expression of type 1b on the left side is thought to be due to the enlargement of the aneurysm diameter due to type 2 el, not the device.

Manufacturer narrative:
(B)(4).